Event description:
Device can not turn on. It has been reported to philips that the system will not turn on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Upon further investigation, fse found that the host pc was defective. Fse troubleshooted by removing the old host pc and hdd os host pc, installed a new host pc, put back the old hdd os host pc on the new host pc, put back all cable connectors on the new host pc, turned on the system via the review module, logged in to fsf to install a new license, and restarted the system. Functional tests were performed, and the system passed all movement and review module options. Exposure was tested with a dummy object and passed, and the systems were rebooted several times to ensure the functionality. Device was returned to its full functionality. After troubleshooting, the system returned to use in good working order. Codes were updated based on the investigation outcome.